Event description:
Customer reported the a5 anesthesia system displayed an incorrect flow ratio. No pt injury was reported.

Manufacturer narrative:
Mindray svc reps calibrated orc assembly. Tested and verified operations, passed.